Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised by customer technical support (cts) to use a backup insulin pump while a replacement pump was sent. The customer was also instructed to return the malfunctioning pump using a pre-paid label, following the necessary steps to store the pump appropriately.